Event description:
Rnat sdr: ventilatory failure perinatal asphyxia sarnat ii, dysfunction of the central venous catheter, as commented by the nursing staff there is evidence of a tpn leak in the bedding of the incubator tpn moisture from the incubator fluids the shift manager is called to review PICC, it is observed that the neonate has a tpn catheter leak and a fracture of the catheter is observed and half of the catheter is evident inside the patient without being able to remove it.

Manufacturer narrative:
The failed sample will be returned to vygon for device evaluation as part of the complaint investigation. The results of this investigation are still pending,and will be communicated to FDA within 30 days of its conclusion.

Manufacturer narrative:
This complaint is not confirmed. (Classification according to sop 002) from the complaint form we were informed about the following reason of the complaint: "ventilatory failure perinatal asphyxia sarnat ii (hypoxic-ischemic encephalopathy), dysfunction of the central venous catheter, as commented by the nursing staff there is evidence of a tpn leak in the bedding of the incubator tpn moisture from the incubator fluids the shift manager is called to review PICC, it is observed that the neonate has a tpn catheter leak and a fracture of the catheter is observed and half of the catheter is evident inside the patient without being able to remove it." We received the proximal part of a used epicutaneo cava catheter 14 cm in length with its assembled extension line. The first 15 cm of the catheter was missing. Furthermore, the catheter broke at its 15 cm marking, but the remaining catheter had only a length of 14 cm. We removed the catheter's proximal end from the easy-lock adapter and saw that the catheter has been shortened proximally. The black marking at its end was missing and the metal tubing has been reinserted. During this repair, the catheter was slightly damaged but did not leak. The o- ring was missing inside the easy-lock. It was obviously lost during the repair. Microscopic examination of the distal end showed typical signs of a pressure burst with a longitudinal split at the catheter's distal end. Having checked the batch history records, no deviations were found. The batch complied with its specification and was released. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. We received five complaints for batch 060520gg and nine complaints regarding a snapped catheter tube on code 2184.00 in the last three years. For your information, the general complaint rate for code 2184.00 from 2020 to 2022 was (B)(4). This query covers all complaints that have come to our attention worldwide. No further corrective action was initiated by quality management as there are no indications of a manufacturing fault. In the product's IFU we warn: "partially unscrew the compression hub and remove the catheter. Do not totally remove the blue portion (fig. D+e). If required shorten to length by cutting only from the distal end to prevent accidental removal of the metal tube." Regarding the pressure applied to the catheter, we warn: "caution: do not use small syringes (<10ml) as these can generate very high pressures. It is possible to generate 4 or 5 times the maximum safety pressure, with any size of hand-held syringe. Subjecting the catheter to pressure above 1.2 bar can result in catheter rupture and embolism. Important cautions in use: 1. Do not use infusion equipment which can exceed the working pressure of 1,0bar max/760 mm hg. 2. Bolus injections should be slow and must not exceed the maximum bolus pressure of 1,2bar/900 mm hg. 3. Do not use syringes smaller than 10 cc. Smaller syringes generate higher pressures than larger ones. Thus, as vygon, we do not take the responsibility for this complaint.

Event description:
Rnat sdr: ventilatory failure perinatal asphyxia sarnat ii, dysfunction of the central venous catheter, as commented by the nursing staff there is evidence of a tpn leak in the bedding of the incubator tpn moisture from the incubator fluids the shift manager is called to review PICC, it is observed that the neonate has a tpn catheter leak and a fracture of the catheter is observed and half of the catheter is evident inside the patient without being able to remove it.

Event description:
Rnat sdr: ventilatory failure perinatal asphyxia sarnat ii, dysfunction of the central venous catheter, as commented by the nursing staff there is evidence of a tpn leak in the bedding of the incubator tpn moisture from the incubator fluids the shift manager is called to review PICC, it is observed that the neonate has a tpn catheter leak and a fracture of the catheter is observed and half of the catheter is evident inside the patient without being able to remove it.

Manufacturer narrative:
The sample has not been returned to the manufacturer for evaluation. The results of this investigation is still pending.

Event description:
Rnat sdr: ventilatory failure perinatal asphyxia sarnat ii, dysfunction of the central venous catheter, as commented by the nursing staff there is evidence of a tpn leak in the bedding of the incubator tpn moisture from the incubator fluids the shift manager is called to review PICC, it is observed that the neonate has a tpn catheter leak and a fracture of the catheter is observed and half of the catheter is evident inside the patient without being able to remove it.

Manufacturer narrative:
The sample has not been returned to the manufacturer for evaluation. The results of this investigation is still pending.

Manufacturer narrative:
The failed sample is at the decontamination site and has not been returned to the manufacturer for evaluation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
Rnat sdr: ventilatory failure perinatal asphyxia sarnat ii, dysfunction of the central venous catheter, as commented by the nursing staff there is evidence of a tpn leak in the bedding of the incubator tpn moisture from the incubator fluids the shift manager is called to review PICC, it is observed that the neonate has a tpn catheter leak and a fracture of the catheter is observed and half of the catheter is evident inside the patient without being able to remove it.